Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was admitted due to the pump "started alarming". The patient had baclofen in the pump and was provided oral baclofen to have on hand. No other information or patient identifiers were provided.